Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: coronary artery bypass graft surgery. Onset of adverse event: during the procedure. It was reported that during treatment of in-stent restenosis (isr) of a non-abbott stent in the proximal left anterior descending (lad) artery, the voyager balloon catheter ruptured at 12 atm. After the balloon ruptured a dissection was noted in the left main. The pt had coronary artery bypass graft (CABG) surgery to treat the dissection. Reportedly, the pt is doing well. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by numerous factors. It is possible the balloon material became damaged such that the balloon ruptured, as no damage was noted during preparation of the device. As a result, a dissection occurred. It should be noted that the IFU lists dissection as a known adverse event associated with coronary dilatation procedures. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. In this case, although the dissection appears to be related to the operational context of the procedure, a conclusive cause for the noted balloon rupture could not be determined.